Event description:
The customer reported the first two images of an exam were "grainy" as if underexposed. There was what appeared to be a ghost type image in one of the images. The local service engineer performed some images on the sensor afterwards and did not have a problem. The customer has stopped using the sensor. The patient was repeated using another system.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).